Event description:
(B)(4). I'm not sure why my last few sentences were cut off, but it was supposed to say that I will now be having a hysterectomy on (B)(6) 2015. This is a major hardship on my family. I have 3 children and my husband cannot take off more than a few days. My mother in law will be helping and has even put her knee replacement surgery on hold because she has seen the way I have been struggling over the years. This is a horrible product.

Event description:
(B)(4). I was implanted with the essure device in (B)(6) of 2010. The procedure itself was pretty painful but not horrible. I had alot of bad cramping and bloating for 2 weeks after, but the bloating has never went away, only gotten worse. My stomach is hard and looks like I'm 7 months pregnant. Aside from the bloating the first year was ok, then my menstrual cycle completely changed. I went from have a 3-4 day regular cycle to a 7-10 day very heavy cycle sometimes twice in one month with horrible cramps, huge blood clots, and again major bloating. I also noticed that I was having alot of headaches. Almost every day for a year, now 4 years later and still almost constant headaches. At the two year mark I woke up one morning with severe pains on my left side. Took some over the counter ibproffen and when that didn't work I went to ugent care. They did an ultrasound and xray, said they couldn't see anything but more than likely a kidney stone. That pain has never went away in over two years. Every e.r trip is the same, oh a kidney stone even though we can't find them. Not one of the doctor's I've ever encountered at the e.r or urgent care has heard of essure. Either has my pcp until I explained it to her and she did some research. That is very concerning to me. Other symptoms include hair loss, unexplained rashes, memory loss, brain fog, chronic fatigue, diagnosed ibs, achy joints, back pain, interstitial cystitis, nails have become very brittle and practically see thru, I catch virus's very easily now which I never was sick much before essure. Also anemic.